Event description:
Additional information: drugs delivered via the device were morphine and bupivacaine per the pump logs.

Event description:
A hygroma at the lumbar catheter implant site, from csf (cerebrospinal) leak around catheter was reported. Patient also experienced a spinal headache. Catheter migration was noted. A catheter dye study was done on (B)(6) 2009 and was normal. An epidural blood patch was done on (B)(6) 2010. The catheter (intrathecal portion) revision was done on (B)(6) 2010. A repair of csf leak was also done on the same day. Patient outcome was noted as resolved without squeal. Refill programming date/time were reported as (B)(6) 2009/11:05. It was reported that patient was not using lioresal or infumorph.

Manufacturer narrative:
Concomitant medical products: catheter model 8711, lot# n165230016, implanted: (B)(6) 2008, explanted: unk; catheter model 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk; catheter model 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk.